Manufacturer narrative:
(B)(4). A visual inspection on the device noted a solid white particle approximately between 0.65 to 2.45 mm in length, floating in the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. This was discovered during filling. There was no patient involvement. Additional information was requested and is not available. This is report 5 of 8.

Manufacturer narrative:
(B)(4). The sample was received and is currently awaiting evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.